Event description:
It was reported that pump experienced malfunction with a malfunction code displayed, but no notable events occurred before issue and malfunction did not recur after customer reset pump. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump before contacting support, continued using pump without further issues, and technical support advised customer to call back if malfunction code appeared again, which customer acknowledged and understood.